Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer stated that the insulin pump rejects new batteries and diminished battery life. Customer also stated that the insulin pump louder during rewind and unexplained no delivery alerts. The insulin pump will not be returned for analysis.